Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field systems engineer discovered that the dangle was broken off at the standoffs. Replacement of the standoffs and reconnecting the dongle resolved the issue. No further issues were reported. Replaced standoffs were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system booted into e-stop mode, they were unable to clear it. There was no patient present when this issue was identified.